Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 20 mg/dl with symptoms of loss of consciousness. The patient was treated at a hospital after being transported by an ambulance. While at the hospital the patient was treated with glucagon and intravenous glucose. The reporter stated that the buttons were under responsive, leading to an over delivery of insulin. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of tactile changes to the keypad.